Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient reported increased pain over the area of stimulation. There were complaints of increased, sharp nerve pain in the area of stim coverage. It was noted the ins was off. A clinical diagnosis of increased pain was reported. A device diagnosis was not applicable. The ins was reprogrammed on (B)(6) 2015 and the event resolved without sequelae. The event was related to the device or therapy, specifically due to programming. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2015.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.